Event description:
The manufacturer received voluntary medwatch (mw5104662) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient alleged copd, respiratory problem and infection, taking antibuitics twice, also taking inhaler. The patient also alleged underwent ablation surgery. No device information was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging copd, respiratory problem and infection, taking antibiotics twice, also taking inhaler related to a CPAP device's sound abatement foam. The patient also alleged underwent ablation surgery. No device information was provided. After repeated attempts to have the device and components returned for evaluation and investigation, the customer has responded on (B)(6) 2023 but the device has not yet returned to the manufacturer for evaluation. Addition to that patient stated, I don't want any more devices from this company. After the ordeal with the last CPAP how could I trust you with another money maker at the expense of my health. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.